Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer also reported a hospitalization event on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 432 mg/dl at the time of admission. The customer reported feeling weak, dizzy and fatigued with rapid heart rate. It was also found the customer had chest pains from their blood glucose. Customer also reported the cause of their hospitalization was from diabetic ketoacidosis. The customer was treated with fluids and an insulin drip. The customer also reported the insulin pump was removed from their body when the paramedics arrived. Troubleshooting found the insulin pump failed the high pressure test the first time, but passed the second time. The customer declined to troubleshoot any further. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. No bolus anomaly, basal anomaly or fill cannula anomaly noted. The insulin pump had minor scratched display window and broken reservoir tube lip